Manufacturer narrative:
The customer contacted a siemens customer care center specialist. Quality controls were within acceptable range. The cause of the discordant, falsely elevated ft3 results on one patient sample is unknown. Siemens is investigating the issue.

Event description:
The customer obtained a discordant, falsely elevated free triiodothyronine (ft3) results on one patient sample upon initial and repeat testing on an immulite 2000 xpi instrument, while using reagent lot 795. The sample was sent to an alternate laboratory where it was tested on an alternate platform, resulting lower. The initial result was not reported to the physician(s). The result obtained on the alternate platform was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated ft3 result.

Manufacturer narrative:
The initial MDR 2432235-2017-00270 was filed on april 18, 2017. Additional information (04/20/2017): the customer tested the sample in question on an immulite 2000 xpi instrument using a heterophilic blocking tube and the ft3 result was similar to the original results obtained on the immulite 2000 xpi instrument. Additional information (05/12/2017): the customer could not provide the sample for in-house testing. A siemens headquarters support center specialist reviewed the information provided by the customer and stated that discordant results may have occurred due to some type of interferent present in the patient sample. The cause of the discordant, falsely elevated ft3 results on one patient sample is unknown. The device is performing within manufacturing specification. No further evaluation of device is required.